Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to motor encoder signal out of phase. Displacement and failed battery tests were not performed due to the motor error alarms occurring during rewind. The device had no cosmetic damage.

Event description:
It was reported that the insulin pump alarmed motor error and failed battery test. The blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.